Manufacturer narrative:
An event regarding pain involving an adm shell was reported. The event was confirmed. Method & results: device evaluation and results: not performed, the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that the event was confirmed and although the exact root cause could not be determined, the provided medical records reported malposition of a competitor stem. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided however it is noted that the provided medical records reported malposition of a competitor stem. Further information such as device details, device return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient was revised on the left hip due to pain. Previous revision was of rejuvenate implants. The surgeon did not specify the reason for the pain.

Event description:
It was reported that the patient was revised on the left hip due to pain. Previous revision was of rejuvenate implants. The surgeon did not specify the reason for the pain.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown adm cup. Additional devices listed in this report: - unknown adm liner. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.